Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. The device jammed after the first clip and had to be pryed open. The device was not in the pt. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.